Event description:
It was reported that the device had displayed an error code 133.6090 when doing preventive maintenance a few buttons failed and speaker was intermittent. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported error code was confirmed and replicated during laboratory testing. The issue was attributed to a faulty backup speaker. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pcu error logs showed the error code was 133.6090 (main speaker failure on the serial input output board) not displayed on the reported event date, the error code 133.6090 was observed multiple times on (B)(6) 2025. A review of the pcu event log showed the unit was powered on (B)(6) 2025; and between 4:33 pm and 4:36 pm, the unit was powered three (3) times, and it alarmed each time. The backup speaker on the suspect pcu was temporarily replaced with a speaker for testing purposes only. A functional test was performed on the suspect pcu. A laboratory known good pump module was attached for testing purposes. A test infusion was performed on the suspect device, it was connected and set to an infusion rate of 600 ml/hr for approximately 12 hours. During the test, no alarms or anomalies matching the facility's report were observed. A preventative maintenance was performed on the returned pc unit. The device passed all maintenance tasks. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The bd alaris¿ pcu and bd alaris¿ pump module technical service manual states on the troubleshooting section the response steps to perform: for the error code 133.6090, audio is the subsystem identified, and the explanation is the backup speaker failed. The response should be to replace the backup speaker. Note to repair center: please re-torque all screws and replace the backup speaker. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.